Manufacturer narrative:
The patient felt something and pulled it on (B)(6) 2021. The patient-reported that he pulled out what "looked like a stitch". Then he kept pulling and pulled out part of the stimulator. On (B)(6) 2021, the patient met with the implanting clinician to evaluate the wound. The implanting clinician noted that the stimulator was entirely removed. The implanting clinician cleaned the incision and prescribed antibiotics for two weeks (name, dosage, frequency, unknown). The implanting clinician mentioned that no infection was present and delayed wound healing caused the wound to open. The clinical representative noted that the stimulator was implanted in a location that is considered off-label (craniofacial). A quality stimwave representative performed a review of sterilization and packaging records for the respective product lot and confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications as this was used off label and the stimulator is used to treat pain. The cause of the device erosion is due noncompliance to post-op wound care (irritating wound site with physical activity) and the patient opening the wound and pulling the device. A CAPA is not required as this is a known issue per the rm-stmq-1-all-hra report stimq pns system ((B)(4)). Per the hra, one of the mitigations of migration/erosion is the receiver kit instructions for use ((B)(4)). Per the receiver kit instructions for use, outline the intended use and contraindications provided with each stimulator kit. The potential outcome of improper placement is stimulator migration, which may result in device erosion. Erosion rates are tracked and trended in management review to determine if further action is required.

Event description:
On (B)(6) 2021, the patient notified the clinical representative that the patient went scuba diving and the wet suit and scuba head gear rubbed and opened his incision.